Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The manufacturer representative disassembled the memory band and reassembled it five minutes later which resolved the issue. The system then passed the system checkout and was found to be fully functional. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the system had no response after being turned on. This issue was noted outside of a procedure, and there was no patient involvement.